Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the pump was making a loud unusual noise when the alarm goes off. Customer declined any trouble shooting with tandem technical support.